Event description:
Implant failed due to a broken/fractured component. 19.01.2024 14:26:26 cet (5025281). The implant malfunctioned due to it fracturing during placement. The malfunction did not cause or contribute to a death or serious injury.